Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient had a hakim ventricular shunt (ID 823114), initially set at 90 mmh2o (implanted since long time). The patient began to have clinical signs of intracranial hypertension / progressively worsening. Attempted to reprogram the valve to 70 mmh2o using the external magnetic programmer: no clinical improvement. First surgical revision: intraoperative verification of tubing patency (no obstruction). No infection identified (negative perineoperative csf). Secondary radiological worsening (ventricular dilation). Clinically effective subtractive lumbar puncture, suggesting valve malfunction. Replacement of the vps system (valve + device) - rapid normalization of clinical condition.